Manufacturer narrative:
No further information was provided. The patient remains ongoing on lvas therapy. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient noticed a controller fault advisory alarm and exchanged the primary system controller with the backup system controller at home. The patient was reportedly doing well during the event. The patient visited the hospital later that day and received a new backup system controller. No further information was provided.

Manufacturer narrative:
Section d10: correction. Section h3: additional information. Manufacturer's investigation conclusions: the reported event of a controller fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller (serial number: (B)(6)). The submitted log file and the log file downloaded from the returned controller contained approximately 2 days of data combined ((B)(6)2020 per the timestamp). The log file captured a controller fault alarm due to a backup battery test circuit fault on (B)(6)2020 from 8:24:20 until the controller was put into sleep mode after being exchanged (captured at 8:28:33). The backup battery test circuit fault occurred due to the unloaded backup battery voltage being measured above the acceptable voltage. Prior to being put into sleep mode, the controller was disconnected from external power at 8:25:48 and the driveline was disconnected approximately 1 minute later; these events are consistent with the controller being exchanged. The driveline was not reconnected to the controller after the controller was exchanged. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit while the driveline was connected. After the controller was exchanged, it was powered back on, operating in charge mode, and put back into sleep mode several times for the remainder of the log file with no atypical alarms active. Incidental finding: controller fault alarm due to fuse a failing open during testing. The system controller was functionally tested and operated in a mock circulatory loop for an extended period of time and the reported event could not be reproduced. The root cause of the reported event could not be conclusively determined through this analysis. Device history records for the system controller, serial number (B)(6), were reviewed and showed no deviations from manufacturing or qa specifications. Device history records for the backup battery, serial number (B)(6), were also reviewed and showed no deviations from manufacturing or qa specifications. The battery passed all inspection testing prior to being shipped. Heartmate iii patient handbook rev. G, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (doc #10002832, rev. G), under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault and driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook rev. G section 2 ¿how your heart pump works¿ and heartmate iii instructions for use (IFU) (doc #10002832, rev. G) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. Heartmate iii patient handbook rev. G and heartmate iii instructions for use (IFU) (doc #10002832, rev. G) both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.